Event description:
Minuscule shards of metal broke off shaver blade plus 4/5mm inside patients knee. E-mail sent asking if site was flushed to remove all of the shedding (B)(6) 2012.

Manufacturer narrative:
Device was disposed of, no product returning for evaluation. (B)(4).